Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported they had multiple falls leading to a change in therapy. The hcp noted there was leakage and the change in symptoms were sudden. The hcp noted the issues began in (B)(6) 2017. The hcp stated that the patient started on the program 3 at 2.1 v and didn¿t feel stimulation. The patient turned stimulation up to 2.6 v and felt stimulation at a comfortable level. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Date of event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's device had been successful in keeping them from any leaking or incontinence and stated that had changed in the last week or may be a couple of weeks ago. Therapy expectations were reviewed and when patient may consider making adjustments. It was noted that patient had been showed how to use the programmer (pp) but had not done anything since june 8th and therefore needed assistance making adjustments, further mentioning that they had not done anything with it because it was working. Directions were reviewed and it was noted that patient was able to communicate with implant and confirmed pp showed implant was on. Patient then described that they were getting the poor communication screen when they tried to increase stimulation at the time of the call. The importance of correct antenna placement was reviewed and then patient noted that they were to communicate, it was confirmed patient was on program 3 at 1.4v. Patient tried to increase stimulation and they were getting the sync screen but stated that they were able to sync and increased stimulation to 1.6v. Then patient saw another screen which they described as the pp battery warning screen, the meaning of the screen was reviewed and the patient noted that they did not have new batteries to try. It was reviewed for patient to get brand new aaa regular alkaline batteries. It was later noted that the pp screen went off, and patient turned it on again and was able to increase it a bit to 2.1v and confirmed they were feeling stimulation in the correct area. It was confirmed that patient had had a lot of falls, further saying that patient fell a lot for about a week because they had a urinary tract infection (uti). It was reported that patient was sent to hospital and they were dehydrated, was then given antibiotics and confirmed the uti had been resolved. Patient was redirected to follow up with the health care provider (hcp) if the issue did not resolve after monitoring symptoms. No further patient complications were reported / anticipated as a result of this event.